Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. On the day of the procedure, it was noted that the right atrial and right ventricular leads were dislodged, with no electrical anomalies. The physician capped and replaced the leads on (B)(6) 2019. The patient was in stable condition.